Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). A livanova field service representative investigated the device and could reproduce the reported error code. According to the technician the problem was associated to a disconnection of the processor board of the control panel. The board will be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a centrifugal pump system with tubing clamp was giving an error code during procedure. The device was replaced with another manufacturer device and the procedure could be completed. There was no report of patient injury.

Manufacturer narrative:
A (B)(4) field service technician was dispatched to the facility and the reported issue was confirmed. During the troubleshooting it was noted that the power connector on the control board was loose. Since no further complaints were received, the control board was replaced and the unit was positively tested, and returned to service a confirming image of the defective connector was provided. Based on the manufacturing date of the board (2006) and the version of the eprom mounted on after 2010, it can not be ruled out that a previous service activity was performed on this component. Based on the facts above, the most likely root cause of this issue is a contact issue due to loose connectors on the scp control board.

Event description:
See initial report.